Event description:
A (B)(6) distributor contacted zoll customer support to report a pt was experiencing constant check belt messages. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed), has been confirmed. Upon receipt, the distribution node (dn) to rear therapy electrode (te) cable was disconnected from the dn. The damaged dn to rear te cable rendered the electrode belt unable to treat a pt. The root cause for the damaged cable cannot be positively determined but is likely physical abuse. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.